Event description:
The surgical center reported that the patient's device was explanted due to infection. The medical report states that the infection was reported in 2008. Oral and IV antibiotics were administered for two months. The patient's infection persists and is being treated with prescribed ear drops. Names of the medications are unknown. The patient is being monitored.